Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing rectal anastomosis during a laparoscopic colorectal surgery, the knife blade still cut but there were not staples fired. There was unanticipated tissue loss. They used another stapler to resolve the issue and complete the case and they had to do another end to end anastomosis to avoid serious damage.